Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery charger ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection; there were no damaged pins within the battery charger ac adapter connector. As a result, the reported "broken pin" event could not be confirmed. Functional testing revealed that the battery charger ac adapter was unable to supply power. Supplemental testing revealed a blown fuse, which prevented the adapter from providing power. This is an additional finding, not related to the reported event. The most likely root cause of the blown fuse can be attributed to an over-current condition, blowing the fuse. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery charger ac adapter was returned to the manufacturer because the connection had a broken pin. The battery charger ac adapter subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.